Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th may 2026, it was reported by an arthrex employee via email that for an ar-3633sp, fibertak® sp suture anchor, 2.6 mm, triple loaded, with 1.3 mm suturetape (white / blue, black / white, blue), when inserting the anchor to the pilot hole, the tip of the anchor shaft was deformed, rendering it unusable. This was detected during an unspecified procedure on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No significant surgery delay reported. All of the product/fragment was removed and nothing remains in the patient. No additional anesthesia administered to the patient. No instrument used to prepare/tap the bone socket for insertion of the implant(self-tap). Bone quality of the patient is unknown.